Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a crack on the back side of case and the screen was opaque in parts. The customer¿s blood glucose level was unknown at the time of the incident. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No missing segments or partial displays, white displays, flashing white displays, or unexpected display anomalies were noted during testing. The lcd window is scratched up on the right side making it difficult for anyone trying to read anything displayed along the right edge of the screen. In addition to this, device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. (B)(4).